Event description:
It was reported that the patient experiencing dyspnea presented in clinic. The atrial lead exhibited loss of capture. Reprogramming the device did not resolve the issue. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.